Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had blank display. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting and it was found that battery cap contacts were missing. Battery cap would be replaced. Insulin pump would not be returned for analysis.